Manufacturer narrative:
Software issue .

Event description:
The customer reported that since the (B)(4) upgrade to the flex cardio, the pleth waveform has been flatline but the numerical values are shown. No adverse event involving a patient or user was reported by the customer.